Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piece was broken off. The customer¿s blood glucose level was 245 mg/dl. The customer also stated that the she had to glue a piece back onto the insulin pump to lock reservoir into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had reservoir tube lip completely broken off and test reservoir unable to lock or click into place.